Manufacturer narrative:
There has been a high turnover in nursing staff at this site, which may have contributed to possible use error. The medtronic site representative has retrained them.

Manufacturer narrative:
On 10/14/2015 a medtronic representative, following-up at the site, reported the surgeon, and the site, are not familiar with navigation yet. The navigation system is fully functional. No parts have been received by manufacturer for analysis. No further issues have been reported.(B)(4)

Event description:
A site registered nurse (rn) reported that, while attempting to register the patient for an ear, nose & throat (ent) procedure, and prior to navigation, they saw localizer not connected message for the emitter status. In trouble-shooting, the navigation system was re-booted. The rn thought that it still was not working but then suddenly the surgeon was performing tracer registration - normal function had been restored. No further details were provided. Delay in therapy was less than one hour. The surgeon completed the procedure with the use of the navigation system. There was no impact on patient outcome.